Event description:
Patient in intensive care unit. Several erratic blood glucose results were received. Device #1 the result was 300mg/d, device #2 result was 600mg/dl. A tab was performed later in the day. The patient was given medication based on the results on the two separate devices using the same glucose strips. A request was made for the return of the suspect device and replacement product was sent.